Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement test due to motor error alarm. Unit had scratched display window and cracked batterytube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.